Manufacturer narrative:
The patient specimen was collected in a 5 ml vacutainer, sampled within 2 hours of collection, and stored at room temperature. Qc prior to and after the event was within the established ranges. Raw data was requested but not provided to date. A bci field service engineer (fse) found the clenz delivery line was disconnected from the check valve at the back of the instrument. The instrument was not receiving clenz during instrument shutdowns. Although a hardware issue was addressed, a definitive root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous rerun results of wbc, hgb, and platelet (plt) on a patient specimen generated by coulter hmx al hematology analyzer without an instrument generated differential flag. The erroneous results were not reported out of the laboratory. The customer reran the same specimen 3 times and recovered erratic results. The customer performed a manual cbc and confirmed the initial results. There was no death, injury, or change to patient treatment associated with this event.